Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the locking mechanism would not function was not confirmed. However during evaluation, it was noted that that the device ran in safety (power broken), the pawl release and the lock cylinder were damaged, the vanes were worn and rotations were below specifications. The device also failed pretest for rotational speed. The assignable root cause was determined to be traced to component damage due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device locking mechanism did not function. During in-house engineering evaluation, it was determined that the device ran in safety (power broken), the pawl release and the lock cylinder were damaged, the vanes were worn and rotations were below specifications. The device also failed pretest for rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.